Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08-dec-2017 with the following findings: the cartridge compartment was cracked/damaged. Unrelated to the original complaint, the battery compartment was cracked between the bumper pad and cover. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was alleged that the cartridge compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.